Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on the f/u performed on (B)(6) 2012, several episodes of arrhythmia were recorded between (B)(6) 2012. Particularly, during an episode recorded on (B)(6) 2012 at 15:58, the pt underwent a sequence of atp therapies ending with a 42 joules shock. The physician considered that a misclassification of rhythm had occurred on this episode. In addition, atrial undersensing was observed and a clarification was required.